Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent altitude alarms occurred under normal pump conditions. Customer's blood glucose reached 258 mg/dl. Customer changed supplies and cleared alarm successfully. Additionally, the insulin gauge fill estimate intermittently remained static. Customer continued to use the existing cartridge for insulin therapy.